Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-15962. Related manufacturer report number: 2017865-2021-15963. Related manufacturer report number: 2017865-2021-15964. It was reported that the patient presented for a lead revision on (B)(6) 2021, during which the old atrial lead was explanted and replaced. Post-procedure, the patient developed a pocket infection, which was identified during an emergency room visit. The system was explanted. The patient was in stable condition and discharged.